Event description:
Healthcare professional reported, right side deflation. Healthcare professional, later reported, capsular contracture, baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on valve bond edge side assessed, as unidentified (tear) opening. Capsular contracture: unable to observe, since it is not related to the device. Additional observations: creases are observed, wear abrasion is observed, yellow particles in the fill channel were observed, on the shell. Yellow particles on device inner surface are observed. No further actions are required, since no issue in the manufacturing of the device is observed. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side deflation, later reporting right side capsular contracture, baker grade unknown. Device has been explanted and replaced.

Event description:
Healthcare professional reported deflation. Device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.